Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to detect the pads/therapy cable. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device was unable to detect the pads/therapy cable. There was no reported patient involvement/adverse patient impact. One processor pca was returned for failure analysis. The reported problem was verified during lab tests. The solder contact pins common to connector j16 had lifted off the solder lands due to a cold solder and/or physical stressing of the solder joints during the use of the device.